Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when checking each device with the patient programmer, the left ins displayed "ins in the box" screen. The caller tried powering on and off the patient programmer. This did not resolve the issue and the caller used the tablet to interrogate the ins and a screen displayed "invalid data or criteria" appeared. When the caller clicked okay, all of the information was wiped and the ins had to be set up as new with implant date being today and new eri date. The caller stated they reprogrammed the patient and everything was now working fine.